Event description:
Customer reported that pump display was frozen. There was no adverse impact to the customer's blood glucose level. Customer attempted a pump reset after receiving instructions from technical support, but the issue persisted, and a replacement pump was arranged. Customer planned to use multiple daily injections as backup therapy to ensure continuous insulin delivery and was instructed to return the faulty pump within 10 days using a pre-paid label.